Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced top disk holder, front cover, rear case, barrel clamp, wiper seal, rt iui and lower housing. Plunger gripper recall completed. Performed calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/24/2016 to the present date 10/12/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was allegedly damaged. There was no reported patient injury.